Manufacturer narrative:
The customer has not responded to multiple attempts to obtain further information regarding this issue. No further information is available. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/1/17 phone call, 5/2/17 phone call, 5/3/17 phone call.

Event description:
The hospital reported that, unit will not pressurize. There was no reported patient injury.